Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent delivery system has been received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a percutaneous intervention treating a distal right coronary artery (rca) lesion. Two unspecified stent delivery systems (sds) were unable to advance the lesion due to anatomy. A 4.0x23mm xience alpine sds advanced to the rca lesion with some difficulty due to a tight bend in the mid rca anatomy. The device successfully crossed the lesion and balloon inflation was performed; however, the balloon was unable to hold inflation. The balloon had failed to inflate. The operator attempted to retract the xience alpine sds; however, the stent dislodged from the delivery system and migrated within the rca. The stent was in half of the rca lesion and half in an unintended area. Multiple mini trek balloon dilatation catheters were used to inflate and deploy the xience alpine stent. Reportedly, per ivus, the stent was fully apposed to the vessel wall. There was no adverse patient sequela and no clinically significant delay. Reportedly, the patient tolerated the procedure well, was comfortable, and is in stable condition. There was no additional information provided regarding this issue.

Manufacturer narrative:
(B)(4). A visual and functional inspection was performed on the returned device. The reported inflation issue and stent dislodgement were confirmed. The reported physical resistance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.